Event description:
Facility reported that a pt came into the clinic with cloudy effluent. Pt developed peritonitis which was confirmed through testing. Pt admitted that the bag had a hole in it & she put a piece of tape over it and used it for her treatment. Pt was treated with antibiotics.